Manufacturer narrative:
Additional information: cadd extension sets returned for investigation. The samples were received inside their opened original packaging. However, some samples were received inside their closed original packaging and some samples original packaging were received empty. In additional some samples were received without their original packaging. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Samples were connected to an adapter and they were tested using a syringe with water in order to detect any leak. During the test, a leak was detected in the air vent of the filter. The customer reported problem were confirmed. The most probable causes are the filter was received damaged from the supplier or the filter became damage after the product left shm facilities. Corrective action was taken to prevent report problem and supplier were made aware of customer reported problem.

Event description:
It was reported that the device was in use with patient for infusion of veletri and the device was found to leak at the filter. No adverse effects to patient reported.